Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and cgm error message did not appear again after reset.